Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system returned for follow-up approximately one month post-implant, due to a hematoma and wound secretions. Laboratory cultures confirmed a wound infection. The entire system was explanted and replaced. The patient exhibited no other adverse effects and was reported hemodynamically stable. No return of product is expected.